Event description:
Baby found lying between the end of the mattress and bed railing. The infant was found with his abdomen against the rails, back to the mattress with one leg and arm sticking out through the rails. He was wedged in a 6 to 8 inch gap between the edge to the mattress and the crib rails at the foot of the bed. The patient had two one inch scratches from the rails on his abdomen. No other problems noted. Nurse manager sent out email to remind staff that small babies should be in a cribette and not a crib.